Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead oversensed the patient¿s atrial fibrillation (af) during atrial tachy response (atr) resulting in pacing inhibition and asystole = 2 seconds. The patient was not symptomatic due to the asystole. Boston scientific technical services (ts) recommended changing rv sensitivity from 0.6 mv to 0.7 mv and perform defibrillation threshold (dft) testing for system efficacy.